Event description:
It was reported that the sutures broke during a labral repair. The surgeon reports, the sutures broke despite changing knot pushers. The surgeon used additional anchors to complete the case. The surgery was delayed over 30 minutes, however, no adverse consequences were reported with the patient from this event. This if the first of six events reported by the same surgeon using the same device lot number. This device is used for treatment.

Manufacturer narrative:
The device has been received and the evaluation is in progress. A follow up report will be submitted upon completion of the investigation.